Event description:
During the implant procedure, a lead was placed that showed invalid during intraoperative testing. A different lead was used to complete the procedure. F/u determined the pt was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.